Event description:
It was reported that a revision surgery was performed due to joint instability.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available, this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis indicated that the plastic insert had minimal wear, and the metal components are lightly burnished. The hinge link assembly has a fractured post bushing that is inside of the link. The axle plugs are fractured and deformed. There were no observations of material or manufacturing deviations in the course of this investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batches. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.